Manufacturer narrative:
The radio frequency pic failed self-test alarmed during testing due to a faulty connector on the radio frequency board. The device was received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer advised they receive this alarm every morning at 10 am. Troubleshooting for the radio frequency pic failed self-test was performed. Customer had multiple alarms and therefore the insulin pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.